Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The high powered display central processing unit and the internal software flash card were replaced, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had a system reset error during boot-up. Rebooting the system reportedly resolved the error. There was no report of patient involvement.